Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to complete the load process with multiple cartridges. Reportedly, the cartridge had been filled with 60 units of insulin. The contact was not with the customer at the time of call to review the pump data; however, the customer loaded a third cartridge and successfully resumed insulin delivery. Customer's blood glucose ranged from 350-400 mg/dl.